Manufacturer narrative:
Continuation of concomitant products: 5086mri52 lead, implanted (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited occasional undersensing on stored electrograms of high rate ventricular events, non-sustained events, and treated events. The lead remains in use. No patient complications have been reported as a result of this event.